Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a large pocket hematoma and a bruise-like appearance across the chest. The pocket hematoma was evacuated, and the cardiac resynchronization therapy pacemaker (crt-p) remains in use. No further patient complications have been reported as a result of this event.